Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e216), noise in image, foreign objects in nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely that the incompatible scope error e315 was caused by water ingress into the scope connector, leading to scope communication error (e216). Noise in image was traced to scope connector failure. The most probable cause of foreign material in nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had e315 (scope error). The event occurred during inspection for use. There were no reports of patient harm.